Event description:
It was reported that a patient underwent a non-invasive treatment on (B)(6) 2012, and sustained wrinkles in the treated (37 cm x 20 cm) umbilicus area, 2 1/2 months post treatment. It was also reported that there have been no prior treatments and no implanted devices close to or in the vicinity of the treatment area. The patient has no history of an existing hernia. There were no complications reported during and after the treatment. On (B)(6) 2012, the clinic followed up with the patient and she reported that she already felt a change in her skin, but otherwise no discomfort. On (B)(6) 2012, the clinic made a second follow up and the patient expressed that she was still satisfied.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined.